Manufacturer narrative:
An olympus field service engineer was onsite to evaluation the device. Upon evaluation, the fse confirmed loss of signal on the panasonicej-mla26 and oev262h monitors while using the the electrosurgery unit. In addition, the power cable was replaced on the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display blue screen while using the coagulator. The event occurred during ablation of polyps while using a monopolar technique. The device functioned for approximately 15-minute before the issue occurred. There was a significant delay while moving the patient to another room. Furthermore, a connector failure on the tower caused the procedure to be moved again to a different room where the operation was completed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The product has not been returned to the repair department and the condition of the product cannot be confirmed. However, the field service engineer (fse) inspected the device onsite and confirmed the event. The fse replaced the power cable and the screen connector steering wheel cable, and the device tested fine. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.